Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No physical sample was returned for evaluation. The defect cannot be confirmed due to not having any evidence to support the reported incident. Since a sample was not returned for evaluation, the exact root cause of this incident could not be determined. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: nurse found blood tubing broken during blood transfusion. The tubing was broken between the lower y site and the backcheck valve and had leaked into the bed. 50 ml of blood not received. No injury reported. Possible lot numbers provided: lot number 0061762119; expiry date 12/31/2023; production date 01/15/2021. Lot number 0061761508; expiry date 11/30/2023; production date 12/11/2020.